Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact on the customer's blood glucose level. The customer worked with technical support, who provided a complete pump reset and guided the caller through the reset process. Following the reset, the error code did not reappear, and the caller was able to successfully start their sensor session.